Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as october 13, 2010 in the initial report. The device manufacture date has been updated as october 10, 2010. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment revealed that the device was missing the speed selector switch. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the speed control was loose on the basic console for electric pen drive device. According to the reporter, the device was decided to be used during surgery since a spare device was not available. The reporter stated that the device functioned properly during the procedure. There were no delays to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.